Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, on removing small bowel, when the surgeon deployed the bag it was partially torn from the ring. They removed torn bag and opened a new one that worked fine. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The bag was completely separated from the ring, uncinched and folded. The pull ring was seated in the handle. The string was intact. The shaft of the device was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.